Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit received without original belt clip. Unable to verify damage to belt clip. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the drive support cap was flush on the insulin pump. The customer returned their insulin pump for analysis due to physical damage.